Event description:
Boston scientific received information that this lead implanted in 2003, previously was connected to two different devices, and most recently when connecting this right ventricular lead to the newly implanted device insertion difficulty was encountered, but finally a successfully connection was made. At the most recent follow up a "open circuit" message was noted as well as oversensing. All electrical functions were confirmed to be normal. A device change out procedure took place, but once again the lead was difficult to insert into the header. Post operative checks showed normal measurements. The device was explanted and an atrial lead was inserted into the device header to confirm that the port size was correct. An issue with the right ventricular lead was suspected. It was suspected that the right ventricular lead pin was misshapen due to many device changes thus difficulty with the insertion of the lead. At this time the lead remains implanted, while the device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.